Event description:
The micro sagittal saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The contact pins are burnt. Corrosion damage and debris was noted throughout the internal components of the device.